Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances.  Electrodes number zero, three, four, five, six are all greater than 40,000 ohms. These electrodes are only on one lead but it was not documented by rep at time of implant which lead lot number. The patient also had a loss of stimulation and a return of pain.  Patient is very physically active. One of her goals to have the scs implant was so she could remain physically active. Feels like she's in a catch 22 situation as scs has allowed her to remain physically active because it controls her pain so well; however, this may have also contributed to the open circuits. Suggested to patient that she tried to avoid any extreme, twisting, reaching, bending, or lifting more than 15 pounds. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that effective therapy was established. Given 3 new groups which covered areas of chronic pain. Additional information was received from the rep. Today there were additional high impedances on electrodes 1 and 7 and only normal impedances were being seen on electrodes 2 and 8 thru 15. Pt was seeing "settings not available" on her controller at home. Caller was going to try to establish stim using those electrodes. Pt was very physically active and caller suspected this was the reason for high impedances. Caller was going to have an x-ray done to get further info on lead status (no imaging was done in dec 2022). Additional information was received from the rep. It was reported that the cause of the high impedance was undetermined. Healthcare provider will order a chest x-ray and speak with the patient about how they want to proceed, including the option of a lead placement. The patient received effective therapy after reprogramming. Replacement surgery was performed and defective lead was obtained to be sent back for analysis.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (b)(3) 2022. Product type lead product ID 977a260, serial# (B)(6), implanted: (b)(3) 2022. Product type lead product ID 97791, serial# unknown. Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 18-apr-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.